Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that his son had experienced low blood glucose. The customer¿s blood glucose level was 22 mg/dl and 23 mg/dl. The customer was treated with juice. The customer was advised to have son call us back to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.